Event description:
It was reported that during preparation for a percutaneous coronary intervention stent damage was noted. A 3.0 x 24mm promus element stent was noted to be damaged during the preparation. Struts were raised on the proximal end of the stent. The patient remained stable and was treated with another same device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The struts on the first row on the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention stent damage was noted. A 3.0 x 24mm promus element stent was noted to be damaged during the preparation. Struts were raised on the proximal end of the stent. The patient remained stable and was treated with another same device.

Manufacturer narrative:
(B)(4).